Manufacturer narrative:
Follow-up # 1; date of submission: 9/16/2016. The device has been returned and evaluated by product analysis on 8/23/2016 with the following findings. During visual inspection of the pump, it was observed that there was moisture observed on the display. A leak test was performed and failed due to a display lens leak. The pump was opened and there was moisture damage observed on the printed circuit board (pcb). The pump successfully completed a rewind, load and prime sequence and a 24 hour duration test with no issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging "pump is experiencing issues". There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction.